Event description:
It was reported that the right ventricular (rv) lead had high defibrillation thresholds so the lead was scheduled to be repositioned. During the procedure the lead markers did not appear to move when the helix was retracted, therefore the helix appeared to be extended. When the physician pulled on the lead it was not attached to the myocardium, but on x-ray the lead helix appeared extended. When the lead was removed from the patient the helix was retracted. A new rv lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analyzed. The helix/lobe was distorted/bent. The distal conductor was distorted and had blood/body fluid (not obstructed). There was blood in/on the helix/lobe mechanism and mechanism (sleeve head). Visual analysis noted the lead had apparent explant damage.